Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Qualified associated products were indicated. The power and resolution of each lens is 100 percent evaluated during the manufacturing process to determine acceptability per model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The file indicates the company lens model, 19.0 diopter lens was replaced with a non-company monofocal lens with a 19.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The lens was exchanged for another lens model 10 months 07 days following the initial procedure. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).